Manufacturer narrative:
Insulin pump had unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify device heating up due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was really hot and it kept saying failed battery. Customer was unsure that which part was over heating. No harm requiring medical interventions was reported. The insulin pump will be returned for analysis.